Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. The 5.3mm vessel was pre-dilated with a 4.0x20mm non-abbott balloon catheter at 18 atmospheres for three minutes. A 5.5x40mm supera self-expanding stent system (sess) was advanced and the deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle; however, the stent didn¿t deploy half-way. The stent and sess were removed under fluoroscopy without issues and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The deployment difficulty was not tested due to the stent already being deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation determined that the reported difficulties were likely related to procedural circumstances. Based on the reported information and analysis of the returned unit, the deployment difficulty appears to be due to ratchet to sheath interaction. The noted longitudinal tear on the distal outer sheath and damage to the inner braiding indicates that the ratchet ear had punctured the inner surface of the distal sheath preventing further advancement of the thumbslide. It is likely that the distal sheath was kinked in the anatomy resulting in the ratchet to sheath interaction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.